Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited under-sensing of ventricular tachycardia (vt). The ICD failed to deliver high voltage (hv) therapy and the vt self-terminated. Programming changes were discussed, no intervention was reported, and the patient will continue to be monitored remotely. The patient condition was stable.